Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, an embolization occurred. The lesion was located in a very tortuous circumflex artery. The physician attempted to direct stent with a taxus express2 3.5x32mm drug eluting stent through a previously placed stent. While pulling the stent delivery system back through the cordis guide catheter, the stent dislodged from the catheter remaining half in the guide catheter andhalf in the left main. The stent was successfully snared and the stent was removed. The procedure was stopped at this point and no further intervention was attempted. No patient complications occurred. Patient sttus is satisfactory.